Event description:
It was reported to philips that the device experienced a lead ECG issue. There was no report of patient involvement.

Manufacturer narrative:
The customer worked with the technical support representative. Customer needs quote for ECG 3 lead trunk and grabber cables. Upon conclusion of the evaluation the customer sent quote for ECG 3 lead trunk and grabber cables. H3 other text: not available by customer.